Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bolus delivery issue occurred. Reportedly, repeated boluses were delivered. Tandem technical support reviewed pump data and found multiple override boluses were delivered. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.